Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse had observed that the customer was able to reconnect the tubing at 207. The fse inspected the bsv for any signs of leaking and none was found. The fse ensured that tubing was properly connected to the bsv and cleaned spill in the rockerbed area. No further evidence of leaking was observed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reported that the tubing kept on popping off port 7 of the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. The volume of the leak is unknown and was contained. It could not be confirmed if the instrument generated any error messages or flags as a result of this event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. The material safety data sheet (msds) was not reviewed. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.